Event description:
It was reported to st. Jude medical that the patient presented with a change in thresholds. During an attempt to reposition, the lead would not retracvt. The lead was therefore explanted.